Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a cgm accuracy issue. On (B)(6) 2025, around 330pm, the patient¿s cgm was reading 160 mg/dl, and the bg meter was reading 42 mg/dl. The patient was feeling shaky and eventually lost consciousness. The patient woke up on his own around 530pm. Upon waking, the patient¿s cgm was reading 110 mg/dl, and the bg meter was reading 40 mg/dl. The patient self-treated with chocolate milk, honey sticks, and ¿other available items¿. After approximately 4-5 hours, the patient¿s ¿level of energy was back to normal¿. There was no documentation that that patient sought assistance from a higher level of care. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.